Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-110mg/dl fasting. Verified test strips expire 07/28/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: 1:161mg/dl (B)(6) 2015 12:00:00 am fasting:no. 2:120mg/dl (B)(6) 2015 12:00:00 am fasting:no. 3:81mg/dl (B)(6) 2015 12:00:00 pm fasting:no. Customers concern was test she performed yesterday back to back being erratic 35mg/dl and 93mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-110mg/dl fasting. Verified test strips expire 07/28/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern was test she performed yesterday back to back being erratic 35mg/dl and 93mg/dl. No adverse event reported.